Manufacturer narrative:
H10, h3, h6: the reported 2.4 x 381mm drill tipped passing pin, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 1 5/8 inches of the distal end (drill tip) has been sheared off. The break area is deformed with material displacement. The passing pin is also bent. Dimensional inspection of the passing pin found it meets print specification. The passing pins condition indicates it was subjected to excessive forces resulting in the observed damage. Per the device instructions for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
H6: the reported 2.4x381mm drill tip pin passing, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: drilling over a bent passing pin. Excessive force placed on the passing pin during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported about a 2.4 mm x15° drill tip passing pin that broke during an acl reconstruction procedure. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.